Event description:
It was reported that the motor device was "heating up". The reporter stated that the device was used on cadavers. Therefore, there were no reports of patient involvement. No injuries, medical intervention or prolonged hospitalization were reported. The exact date of the event was unknown. The reporter stated this issue had been an on-going problem. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.